Event description:
Customer reported that an 840 ventilator was inoperable. Device was not being used on a patient when event occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the expiratory pressure printed circuit board assembly (pcba). The customer reported to have not duplicated the alleged malfunction. No parts were replaced. Covidien was not authorized to service device.

Manufacturer narrative:
(B)(4).